Manufacturer narrative:
Continuation of d10: product ID: 977d260, serial# (B)(6), implanted: (B)(6) 2024, product type: screening device. Product ID: 977d260, serial# (B)(6), implanted: (B)(6) 2024, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 13-sep-2028, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 13-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with a trial neurostimulator. Rep reports the trial leads migrated down 1 full vertebral body. Rep reports the cause was unknown. The rep re-mapped and reprogrammed to troubleshoot the issue. Rep reports the issue has resolved and does not report any symptoms.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type screening device product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the symptoms that the patient experience related to the lead migration included a lack of effective therapy. They stated that the cause was not determined and when asked what steps were taken to resolve the issue they stated that nothing other remapping and reprogramming.